Event description:
It was reported that the lesion was located in the mid lad. One endeavor sprint rx stent was implanted (3.00 x 18mm). On the same day as implant, the patient suffered an acute non-stemi. Patient's pain settled and patient sent home, subsequent review of bloods show raised enzymes. The investigator assessed the event as unstable angina & that it was non determinable as to whether the event was related to the study stent. Please note that this device is not distributed in the united states.

Manufacturer narrative:
Lack of information.